Event description:
A caller reported a malfunction on the pump, identified as malf 0. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any malfunction code recurs. The caller understood the instructions. No additional information was received regarding the outcome of the event.